Event description:
It was reported that the ventilator generated an alarm indicating volume measuring issue. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The expiratory cassette was replaced and the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced part was not returned for investigation. The expiratory cassette is a measuring part only and will not affect ventilation. Since no parts were returned for investigation, the root cause of the event has not been determined.